Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported receiving an elevated leadcare ii patient blood lead test result of "high". The patient blood lead test result was "low" when the sample was retested using leadcare ii. The customer reported the patient was sent for venous confirmatory testing and received a result of less than 1.0 ug/dl. The customer was unable to provide a copy of the confirmatory test report. Customer reported level 1 and level 2 controls were within the target range according to the package insert instructions: level 1 = 9.5 (target range = 6.2-12.2 ug/dl) and level 2 = 28.3 ug/dl (target range = 23.7-31.7 ug/dl). The customer stated the controls were ran on (B)(6) 2026. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations in the IFU including: using third party "lavender top tubes" for collecting capillary blood. Customer reported that patient samples are received at the laboratory in the "lavender top tubes" from collection sites. The procedure collection sites use to collect capillary blood was not provided. Customer stated they were unable to identify the brand of the tube as the sample was discarded. Customer reported collection sites use different brands with lavender/purple top tubes. Customer reported technicians are trained to the cdc recommendations for blood lead collection. Customer was unable to confirm if this patient sample was collected following cdc recommendations. Ts informed the customer of the FDA safety communication regarding ram scientific safe-t-fill microtainers and provided a link to the FDA website. Customer reported receiving the field action notification. Customer stated the laboratory had not seen additional falsely elevated patient results to their knowledge. Ts instructed the customer to review the cdc recommendations for capillary blood lead collection and the package insert instructions with technicians. Customer reported to be satisfied with assistance from ts.